Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained high blood glucose of 141mg/dl, and she was treated with manual injections, but her glucose level did not drop. The customer has experienced nausea, fever, headache, thirst, frequent urination, and dehydrated. The caller stated that she is on her way to an urgent care to be treated and have some fluids in her body. The customer was wearing the insulin pump at time of her admission and the health care advised to have the insulin pump replaced. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The caller mentioned that the insulin was not coming out as much as it should. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-88911.